Manufacturer narrative:
Date of event: estimated based on april 2021 provided in literature implant date: estimated based on june 2017 provided in literature vyas, r, et. Al, percutaneous extraction of a large device-related thrombus on a watchman device: a case report, european heart journal. 2022, 6(1), pages 1-6.

Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. Post procedure the patient was treated with dual antiplatelet therapy for 6 months followed by monotherapy with aspirin. Imaging at 45 days post procedure showed a 6mm pre-device leak adjacent to the coumadin ridge which was decided not to be treated by the operators. 4 years post procedure the patient presented with dyspnea and an elevated brain natriuretic peptide. On examination, they had an irregular pulse, no apex pulse deficit, and a paradoxically split second heart sound from a left bundle branch block. There was no murmur, gallop, or tumor plop heard. The echocardiogram demonstrated a large, mobile pedunculated thrombus (10mm x 15mm) attached to the closure device. The patients presentation was not attributable to the thrombus but because of the high perceived risk of systemic embolization given its large size and mobility; intravenous heparin with the therapeutic anti-xa levels for anticoagulation were started. The thrombus was unchanged in appearance at 4 days and the heart team decided to intervene. Given their age and comorbidities; an open surgical intervention was felt to be inferior to a transcatheter intervention. The procedure was performed and suction was applied over 3-5min, which successfully macerated the thrombus. The patient had no neurological symptoms or major clinical sequelae after the procedure and was started on apixaban. At 1 month follow-up, they continued to tolerate oral anticoagulation without any side effects.